Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during routine reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) results of third-party testing, the device evaluation and the lm's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: first test: test result date: (B)(6) 2024, sampling from: biopsy/suction channel, cfu: 5cfu /ml bacterial identification: rothia mucilaginosa, streptococcus species, sampling from: air/water channel, cfu: 3cfu /ml, bacterial identification: streptococcus salivarius. Second test: test result date: (B)(6) 2024, it was confirmed that the test resulted in negative. The device was evaluated where an additional potential adverse event was noted where foreign material remained in the nozzle and air/water tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Though olympus presumed that the material was deposits during previous procedure, we could not specify it. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.